Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving patient notifier for hvli out-of-range alert. There were no other electrical anomalies. In clinic measurement rv to svc and can were with in range. The patient continued to be monitored.